Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) regarding stored episodes associated. The facility informed this left ventricular (lv) lead had a known issue. No adverse patient effects were reported. This lv lead remains in service.